Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: 49k (estimated to be 240910, 240930). D4: UDI: (01)04953170358241 (since lot no. Is unknown, only di no. Is listed.). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address: requested, unknown. E1: telephone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device was not returned. Since the actual device was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the guidewire front coating peeled off. Reportedly, this issue involves the following olympus product g-260-2545a. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, or death; during a procedure. The peeled coating may have remained in the patient body. The procedure outcome was not reported. The patient was not harmed.